Event description:
It was reported that the pump "hurt her side" and she had pain with it until a new system was implanted. The patient stated the catheter was clogged and broke apart. The patient also noted that she still had refills, and since the medication was not getting through the catheter, she questioned where the medication was going. The patient reported she still had a lot of pain with the new system. The pump system was being used to deliver morphine (unknown). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported that the cause of event was dose reduction. The event was attributed to catheter. The issue was catheter occlusion at the distal segment. At the time of pump replacement, the catheter was found occluded. The dose was increased preoperatively but it was ineffective. The patient experienced increase in pain level. The catheter was revised. The dose was drastically reduced and the patient was titrated since the doctor did not know the drug requirement. The patient outcome was noted as "no injury."

Event description:
Additional information: it was reported that the catheter had ¿disintegrated¿ in the back.